Manufacturer narrative:
The complaint is confirmed. The ivl catheter was returned in two pieces. The detachment occurred 8.5 inches from the distal end of the ivl catheter. Based on the investigation observations, the device was possibly stuck within the sheath, and the force applied to remove the catheter likely caused the damage to the catheter. The cause of the device becoming stuck within the sheath could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
An m5+ peripheral ivl catheter was used for a kissing aorta procedure in the common iliacs. After completion of ivl treatment and during removal of the ivl catheter, catheter detachment occurred inside the patient. The sheath was removed, and the detached portion of the ivl catheter was removed with the sheath. The guidewire was left inside the patient, and a new sheath was reintroduced. The physician noted that some resistance was encountered during attempts to remove the ivl catheter, but nothing abnormal. The case was completed as planned after the device was retrieved. To date, no patient sequelae has been reported.